Event description:
The following was reported by the customer: "during removal of acetabular/pelvic check point, the checkpoint broke of and tip of it remains inside the patient."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving a mako checkpoint was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection of the returned checkpoint confirmed the alleged failure. Material analysis: characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in torsion with evidence of torsional overload. No manufacturing or material related defects were observed on the device surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Complaint trending is regularly performed for catalog # 111653 and results demonstrate the occurrence of harm for the reported failure falls within these predicted and acceptable limits. Conclusions: the alleged failure mode was confirmed through material analysis conducted on the returned device. Additionally, a complaint history review provides no indication of any inherent issue. The exact root cause cannot be determined. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.